Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the two complaint rt340 breathing circuits were returned to fisher & paykel healthcare (B)(4) for evaluation. The circuits were visually inspected and pressure tested. Results: the pressure test revealed excessive leak in both circuits, however, the two circuits exhibited different failure modes: in the first circuit (B)(4), a water bath test revealed a leak through the connection between the evaqua tubing (expiratory limb) and the elbow connector. The visual inspection showed that not enough glue had been injected trough the glue port. In the second circuit (B)(4), a hole was found in the evaqua limb, approximately 2cm away from the elbow connector. The limb appeared to have been punctured or scratched by a blunt object. A lot check revealed no other complaints of this type for lot 110709. Conclusion: based on the results of the investigation, it appears that the leak in the first circuit was the result of a process error, whereas the leak in the second circuit was more likely the result of damage during handling of the circuit. All breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. The key difference between fph's evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however, the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and circuit hangers. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. (B)(4).

Event description:
A hospital in (B)(6) reported that two rt340 breathing circuits were leaking and caused the ventilator to alarm during the pre-use leak test. This was found prior to patient use.